Event description:
The physician was using an amphiprion deep pta balloon catheter to treat a lesion located in the proximal half of the anterior tibial artery. The target lesion was described as calcified and occluded with no tortuosity. The device was inspected prior to use with no abnormality noted. The physician reported that it was difficult to advance the device to target lesion due to the occlusion. Although the balloon was inflated, the physician reported that after first inflation it was not possible to see contrast in the balloon. After the first inflation deflation of the balloon was attempted for approximately 20 seconds and then the device was removed without difficulty. However, upon removal it was noted that the balloon was still inflated, filled with air. An attempt was made to deflate/ inflate the balloon in vitro; however the balloon would not inflate/ deflate. It was reported that another balloon was used to complete the procedure. The patient is reported to be fine post procedure. No clinical sequelae were reported. Device evaluation: visual inspection of the returned device identified several kinks in the shaft and the balloon was unfolded. The inflation lumen was filled with hardened radio opaque solution. It was not possible to inflate/ deflate the balloon due to the presence of this solution.

Manufacturer narrative:
(B)(4). Evaluation codes results:code result: patient morphology impacted on event (lesion calcified and occluded ); failure to follow instructions (incorrect prep of device). Conclusion: patient condition affected effectiveness of device (lesion calcified and occluded ).